Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device did not power on when connected to the current (alternating current, ac), but was still able to be powered on with battery (direct current, dc). Stryker replaced the power module and power pcb assembly to resolve the issue of not powering on with ac. However, the cause of the reported issue of not being able to power on with both ac and dc could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.